Event description:
Total knee arthroplasty performed 09/1998. Revision performed 12/2000, due to fracture of tibial locking clip. All components with the exception of the tibial base plate were replaced.